Event description:
Report received from abbott international affiliate (abbott united kingdom) of an underdelivery. The report states: "underdelivery. Bag should have been empty, but only approx. 50ml was delivered. Pt experienced increased pain." It was also reported that there was "no pt harm". Though requested, there is no further info available.